Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, menorrhagia, uterine leiomyoma, uterine fibroids, anal skin tag excision, uterine enlargement, adenomyosis and chronic cervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: patient problem code added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, menorrhagia, uterine leiomyoma, uterine fibroids, anal skin tag excision, uterine enlargement, adenomyosis and chronic cervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bi1ateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, menorrhagia, uterine leiomyoma, uterine fibroids, anal skin tag excision, uterine enlargement, adenomyosis and chronic cervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, uterine leiomyoma, uterine fibroids, anal skin tag excision, uterine enlargement, adenomyosis and chronic cervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), underwent anal skin tag excision ("excision of anal skin tag") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, anal skin tag excision and uterine leiomyoma outcome was unknown. The reporter considered anal skin tag excision, menorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: ppf received: newly added events- uterine fibroids, anal skin tag excision, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.